Event description:
It was reported that the bd vacutainer® sst¿ blood collection tube had poor separation of the gel barrier.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd acknowledges that the customer has had an issue with the incident lot. As there was no sample or photo available for evaluation, a root cause could not be determined. In general, poor barrier separation complaints are not confirmed during investigation. Of the 181 complaints for poor barrier separation in fy17, only 39 were confirmed (22%). The complaints are confirmed with customer photos; however the defect has never been duplicated when samples are returned or retention samples are tested. In instances where samples were returned or retention samples were tested, the product performs as expected when tested in the bd facility under the proper processing conditions, which suggests that product performance may have been influenced by the product use environment in those instances.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer sst blood collection tube had poor separation of the gel barrier.